Event description:
Patient presented this admission for management of sickle cell crisis. A venous port was malfunctioning with pain at the site. Portogram showed leakage and the port was removed due to fracture of port hub. In 2005 port was removed and replaced with mini-port in the left internal jugular vein. Original port had been placed in 2004. At that time the patient was admitted for sickle cell crisis. Experienced poor venous access and had approximately 30 PICC lines placed over the past year. On 12/04 had pasv port with 6/6 fr catheter placed in the right internal jugular vein.